Manufacturer narrative:
(B)(4). A batch review will be performed. The device was received for evaluation with no fluid in the reservoir and a patient control module attached. Visual inspection and functional testing showed no signs of blockage or abnormality. The device was filled for functional testing and continued flowing without stopping. The reported conditional was not confirmed. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
It was reported that a japanese basal/bolus infusor stopped infusion after 1ml of an unknown drug was delivered. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.